Event description:
A customer reported an error with their continuous glucose monitor, specifically cgm error 42. During the support call, the customer confirmed that the pump had recently come out of storage mode and was reset. After performing the reset, the error did not reappear. The customer's blood glucose level was not adversely impacted, and they successfully started a new sensor session.